Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the locked but a not latched error occurred. No patient injury was reported.

Manufacturer narrative:
Additional information received via email and attached in complaint object: issue was found during testing. No patient incident was reported. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device in good condition. There was no evidence of error in the device ehl (event history log). The customer stated problem cassette locked but not latched issue, was not duplicated. The root cause was unknown. Corrective action was to replace latch flex as a precaution. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. Correction: d4: model number: 2120.